Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned a colleague infusion pump to baxter with a malfunction of damaged battery. During evaluation the reported problem was confirmed and reproduced. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition.

Event description:
The facility reported a colleague infusion pump with battery damage. This event occurred upon power up during biomed servicing. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.